Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that upon usage the doctor found that the bleed back valve did not work. It was reported that the blood loss was 100 cc. It was reported that the patient had no injuries and was stable. The procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One used 9 fr ik device was received for product analysis. The device was returned with the dilator. The returned components were decontaminated. After decontamination, the sheath and dilator were subjected to visual analysis. The valve was found dislodged against parallel against the inner lumen wall within the hub of the sheath. To further examine this odd placement of the valve tweezers were used to extract the valve. Under microscopy, there was an apparent off center discoloration on the bottom side of the valve. There were no anomalies with the topside of the valve or the slit on either side of the valves. There was no damage noted to the tip of the dilator. The complaint could be confirmed based on the condition of the returned device. However, the valve appeared to have become dislodged when a device encountered the valve off center and enough force was applied to dislodge the valve. This is a known hazard identified in the risk assessment. The IFU stresses the need to "insert the dilator into the valve center of the sheath. Forced dilator insertion missing the valve center may cause valve damage resulting in blood leakage". There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.